Manufacturer narrative:
(B)(4). Batch #: n92n8w. The analysis results found that the mcm30 device was received with no damage in the external components. In addition, 1 clip malformed was returned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, jamming the firing mechanism. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clips did not fire correctly. Two clips got caught in teeth and did not load or fire correctly. Another product used to proceed in the case. Ten minute delay. There were no adverse consequences for the patient reported.